Event description:
It was reported that a rotaflow console and drive unit were put into service on a patient (B)(6) 2013. After running for approximately 30 hours the perfusionist heard a pop in the unit on (B)(6) 2013 at 6:30 am, and noticed there was no flow in the disposable. The unit was turned off and on three times, but did not re-initiate flow. Message on the screen read: error and reference but no other codes were given. The entire console was changed out. The circuit was placed on the new console and flow was re-established. Flow to the patient was interrupted for approximately four minutes. A code cart was opened but no medications were administered. No patient injury was reported. (B)(4). Reference manufacturer report number 8010762-2013-00058.